Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An exterior visual inspection was performed and failed due to lcd damage. Charge test was not performed. Boot testing was performed and failed. Internal visual inspection was performed and passed. The receiver log was not downloaded. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.